Event description:
The customer reported the ge medical device did not have any audio. There was no reported pt injury associated with this event. A f/u report will be submitted when the investigation is complete.